Event description:
It was reported that a vns patient was going to have their generator explanted on (B)(6) 2012. The explant was due to the device being turned off for the past 2-3 years. The device was disabled due to a respiratory event. The patient's physician did not think it was an arrest, but did not know what exactly occurred. The generator and most of the lead (not electrodes) was explanted. Further information has not been received at this time.

Manufacturer narrative:
Suspect medical device type of device: patient implanted for depression not epilepsy.

Event description:
At this time the patient's explanted product has not been returned for analysis.